Event description:
It was reported that the line was leaking after the pump began beeping. The event occurred while in use with the patient, and no patient harm or injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B2 - outcomes attributed to ae null was updated to na. H3: one used product and video were returned for evaluation. Visual inspection identified no damage or anomalies. Functional testing was performed where the returned extension set was reconnected and 10ml of priming was performed. Neither leaks nor pump alarms were observed. Both customer issues of leaking and causes pump to alarm were neither confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.